Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and chose not to pursue additional support from technical services.